Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 320 mg/dl. The customer did not think the pump was delivering insulin and stated that this type of event was life threatening. As this event had occurred in the past, a system check to determine a possible cause of the event was unable to be performed.